Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the attempted implant the helix had dislodged three times in the right atrium. The helix could not be extended after that. The lead was removed and replaced by a new lead. No patient complications were reported as a result of this event.